Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had intermittent flange alarms when using neomed 3ml syringes. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked plunger case and battery door. Review of the event history log (ehl) showed syringe flange was not in place alarm. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was due to the optocoupler. As a result, the optocoupler was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.